Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and reservoir performed within specifications. The pump presented with a misaligned spring and therefore was not functionally tested. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure.

Event description:
It was reported that during an implant surgery of an inflatable penile prosthesis(ipp) device, the physician reported a problem with the pump. When he inflated the pump it was impossible to empty the pump. The physician had to remove that pump and use another pump. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during an implant surgery of an inflatable penile prosthesis (ipp) device, the physician reported a problem with the pump. When he inflated the pump it was impossible to empty the pump. The physician had to remove that pump and use another pump. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.